Event description:
The customer reported that during testing, it was observed that their device took approximately 45 seconds to charge the defibrillation energy for a shock. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The hospital's biomed replaced the power conversion pcb assembly and observed proper device operation through functional and performance testing. The device has since been placed back into service for use. The device will not be returned to physio-control for evaluation.